Manufacturer narrative:
A review of internal data of the complaint lots, n03250 and lot n08906, confirmed that both lots were compliant with all quality criteria at the time of release. Additionally, both lots are currently in a state of control. Further information was requested from the customer, including slide images of the runs, but it was not provided. The customer-provided protocol was reviewed and found to align with the instructions for use protocol. According to the asco guidelines from the college of american pathologists, the described results (ihc 2+, ratio <2, average her2 signals/cell <4.0), would constitute "other ish result" with the indication "result should be adjudicated per internal procedures to determine final category." The guidance also indicates for a ratio <2.0 and ihc 2+, an observer should be blinded to previous results and recount ish, counting at least 20 cells. Regarding the fish reported result of 2.11 and <4 signals/cell, the guidance notes the comment "evidence is limited on the efficacy of her2-targeted therapy in the small subset of cases with her2/cep17 ratio =2.0 and an average her2 copy number <4.0/cell. In the first generation of adjuvant trastuzumab trials, patients in this subgroup who were randomized to the trastuzumab arm did not appear to derive an improvement in disease free or overall survival, but there were too few such cases to draw definitive conclusions. Ihc expression for her2 should be used to complement ish and define her2 status. If ihc result is not 3+ positive, it is recommended that the specimen be considered her2 negative because of the low her2 copy number by ish and lack of protein overexpression." Finally, the ventana her2 dual ish probe cocktail instructions for use data indicate a positive percent agreement between ventana her2 dish and pathway her2 (4b5) of 93.2%. Additionally, the overall percent agreement between ventana her2 dish and pathvysion her-2 fish kit is 92.7% (note: the type of fish test used in this case is not known). These percentages are based on staining using the instructions for use validated procedures and protocols. The investigation determined that the root cause of the discrepancy is a borderline case, which is described in the clinical guidance.

Event description:
There was an allegation of a questionable staining result with the ventana her2 dish dna prb ckt-us export for a patient sample tested on a benchmark ultra plus instrument. On (B)(6) 2025, the initial result was negative. Due to the strong appearance of the in-situ hybridization (ihc) +2 result, the sample was repeated on (B)(6) 2026, and the result was negative. The sample was subsequently sent for fluorescence in situ hybridization (fish) testing on (B)(6) 2026, and the result was positive. On (B)(6) 2026, the sample was repeated once more, and the result was negative.

Manufacturer narrative:
The expiration date of reagent lot n08906 is 11-dec-2026. The expiration date of reagent lot n03250 is 03-oct-2026. The serial number of the analyzer is (B)(6). The investigation is ongoing.